Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was determined that foreign material had adhered to the scope. A leak was observed in the scope. The foreign material adhered to the scope, most likely, because its reprocessing could not be completed properly. The foreign material adhering to it is unknown. Additionally, regarding the issue of foreign material, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the subject device had foreign material in the balloon channel. There was no patient involvement.